Event description:
Patient receiving tube feeding via a ross patrol pump at the same time that she was receiving an insulin drip. The patient had a drop in her blood sugar and required an injection to boost blood sugar back up. The nursing staff checked the feeding pump which appeared to not be running, although it was not alarming. It was unclear at time of report exactly what happened with the machine. Rn did state while trouble shooting problem the pump did flash "low battery" but still did not alarm. The patient is still an inpatient on the burn unit and blood sugars did stabilize. The feeding pump was sequestered. This is a leased piece of equipment so it will be returned to vendor for evaluation purposes.